Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passe functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 1.5 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. Pump passed per delivery accuracy test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, cracked belt clip slot and cracked battery tube threads a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a delivery anomaly. The customer stated that their blood glucose would stay high no matter how much insulin they took. The customer had a high blood glucose level about 400 mg/dl. They used the insulin pump to treat the high blood glucose, changed the set 3 times, and took injections. They took off the insulin pump on (B)(6) 2017. The customer¿s current blood glucose level was 160 mg/dl. Troubleshooting was performed. The customer was with their nurse. It was noted that on the beginning of (B)(6) "207", the customer had multiple bolus on the insulin pump and set changes. The customer also reported that the screen¿s right top was cracked. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.